Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a merlin@home transmission. Post-sensed t-wave oversensing was noted. Device reprogramming was suggested to resolved the issue. The patient was stable with no adverse consequences.